Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left hand blood vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. After passing the wire through the lesion, dilation was performed using this device at nominal pressure (6 atmospheres). Afterwards, an attempt was made to increase the pressure a little, however, the balloon ruptured upon first inflation for 10 seconds. The device was removed and the dilation was performed successfully using another of the same device. There were no complications and adverse patient effect reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left hand blood vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. After passing the wire through the lesion, dilation was performed using this device at nominal pressure (6 atmospheres). Afterwards, an attempt was made to increase the pressure a little, however, the balloon ruptured upon first inflation for 10 seconds. The device was removed and the dilation was performed successfully using another of the same device. There were no complications and adverse patient effect reported.